Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
On an unknown date, the patient underwent an emergent endovascular procedure using gore® tag® thoracic endoprosthesis. Two days post-operatively, the patient underwent an additional endovascular procedure whereas stent graft was implanted to repair a type iii endoleak. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the patient underwent an emergent endovascular procedure using two gore tag thoracic endoprostheses. During the procedure a type iii endoleak of unknown origin was confirmed. The cause of the endoleak was reportedly unknown. The physician elected to monitor the patient. On (B)(6) 2011, the patient underwent an additional emergent endovascular procedure using a gore tag thoracic endoprosthesis to repair the endoleak. It is unknown if the endoleak was resolved. The patient was lost to follow-up, so no further information is available.

Manufacturer narrative:
No testing methods were performed. A review of the manufacturing paperwork could not be performed as the lot number was not available.